Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 31-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a work violence injury event damaged system. There was lead migration, loss of stimulation, loss of therapy, shocking from the device, and intermittent/erratic stimulation where the stim turns off and on its own.  The pt also mentioned return of pain and intermittent painful shocking.  After this attack, the patient reports improper paresthesia coverage, return of pain, shocking sensations, unexpected loss of therapy. And attempt of reprogramming has been made without success. A device revision is scheduled for (B)(6) 2024. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.